Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she thinks the insulin is not going into her body because her blood glucose is up to 400 mg/dl. Customer stated that it delivers insulin but sometimes it doesn't work and she delivers a manual injection. Customer's blood glucose was 190 mg/dl and she stated that it was high for her. Customer's blood glucose is 140 mg/dl. Customer had the following symptoms of high blood glucose: dizziness and cramps in her muscles. Customer stated that she has a back-up plan. Customer has treated with the pump and manual injections if needed. Customer stated that her blood glucose is always 300-400 mg/dl after her meals. Customer stated that it is like she did not deliver any insulin at all. Customer ran a manual prime and the insulin did exit the tubing. The time and date were incorrect and customer was assisted with correcting as the time was a few minutes off. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting.